Event description:
Customer's husband reported the insulin pump has cracked again, has been cheapening the past couple of months. Customer's blood glucose level was 145 mg/dl. The damage is on the body towards the rim of the reservoir compartment and on the screen. Unaware of how damage occurred, but continues to worsen. He was advised the customer needs to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received with cracked case on display window corners, cracked lcd window, broken reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.